Event description:
Nurse stated that she gave the injection and began to advance the plastic safety device and noticed there was a little resistance. She continued to engage the safety cover. The disposal bin was on the opposite side of the room so she passed the syringe from one hand to the other hand and upon doing so, the needle stuck her through the hole in the top.